Event description:
Before a cardiopulmonary bypass procedure, the central control monitor of the heart lung console was flickering intermittently. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.